Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices are not being returned and therefore not available for evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that in (B)(6) 2013, the account ordered several new gryphon drill bits for the surgeon to replace older drill bits in his instrument sets. Since that time, the surgeon has had a high percentage of anchor breakage upon insertion. During the case in question, the proximal portion of the anchor broke on insertion. Upon inspection of the drill bit, and comparing it to older drill bits, the bit appeared to be approximately 1-2mm shorter than other drill bits. The surgeon feels that this is the issue with the recent volume of breakage. The surgeon was able to complete the case by removing the broken piece of anchor and was able to use the anchor without any complications.